Event description:
It was reported that the patient presented to the emergency room diaphoretic and "not feeling well." The device was oversensing during isometric exercises. It was also reported that the device measured atrial high rate episodes that appeared non-physiologic. The device was reprogrammed and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.